Event description:
Technician alleged that the head section will not go up. No alleged injuries by account.

Manufacturer narrative:
Technician found the cardio pulmonary necessitation valve is stuck. The cause is contamination in the hydraulic fluid. Technician replaced the cardio pulmonary necessitation valve and all functions operate normally.